Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during scheduled device change out procedure, the right ventricular lead was capped and replaced on (B)(6) 2017 due to high impedance. Rising impedance had been observed since (B)(6) 2017. The patient was stable before, during and after the procedure.